Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged internal center of the power switch could not be identified. However, it¿s likely the cause is related to an unintentional hitting of an object, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screw receiving part was damaged. Printed circuit board failure was also found. In addition, the device was found with slightly deteriorated casings and rusty screws. Proper operation for the video processor was not allowed due to internal damage to the power switch, generating a short circuit on the power supply card of power and potency. Device internal examination showed that there was evidence of central damage to the power button switch that is connected to the power source; which was found to be defective in its electronic components. Lastly, the accessories delivered with the equipment were dirty and the white balance cylinder had a crack. The equipment was out of service. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that screw remains in the video system center due to loose/ broken / damaged screws. It was also reported that the power unit malfunctioned. The issue was found during a procedure, but it was reported that the device was not used on the patient at the time of the malfunction. There were no reports of patient harm. The unspecified procedure was completed with the same device.